Manufacturer narrative:
Follow-up #1: date of submission 06/02/15. Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: battery compartment is cracked on threads above the pad, there is a leak in the battery compartment, and moisture is observed in battery compartment. Unrelated to the complaint, the display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.